Manufacturer narrative:
A field service engineer (fse) evaluated the analyzer and confirmed that the blue stripe I- beam tubing through valve vl106 (the cbc lyse reagent refill valve) was not replaced properly by another fse during a previous service visit, and that the reagent reservoir level sensor did not trigger, which contributed to the intermittent high wbc results recovered by the analyzer. The fse redressed the tubing, and the analyzer was verified as operational, meeting published performance specifications. (B)(6). Glossary: cbc stands for complete blood count. Patient demographic data (age, date of birth, gender and weight) were not provided by the customer.

Event description:
A customer indicated that high (elevated) white blood cell (wbc) results were recovered from a coulter lh 780 hematology analyzer for a particular sample, compared to results obtained on the same day by repeat analysis on a different analyzer, which were considered correct; additionally, intermittent elevated wbc results and non-numeric results were also recovered for other patient samples. Such results were considered questionable, and were repeated on an alternate analyzer for confirmatory purpose, in accordance with the laboratory's own protocol. Erroneous results were not reported out of the laboratory, and there was neither death, serious injury nor change to patient treatment in connection with this event.